Event description:
It was reported that this pacemaker and other manufacturer right atrial (ra) lead had triggered a lead safety switch from bipolar to unipolar configuration due to intermittent high out of range pacing impedance greater than 2000 ohms. There were observations of the minute ventilation (mv) sensor oversensing the high impedances and switching vectors due to signal artifact monitoring episodes. An x-ray was performed and indicated that the terminal pin was past the connector block. It was noted that myopotential noise was seen when in unipolar configuration. Technical services recommended consider programming unipolar pace bipolar sense to help mitigate the issue. The system remains in-service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).